Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 16 x 3.00 mm, concentric and de novo target lesion was located in the non tortuous and mildly calcified left anterior descending (lad) artery. After a guide wire crossed the lesion, predilation was performed at 13 atmospheres with a non bsc balloon catheter. A 16 x 3.00 promus premier¿ drug eluting stent was advanced and implanted in the target lesion. However, post stenting, a mild dissection at the proximal site of stent was noted. A smaller size 2.75 x 16 mm promus premier stent was deployed and covered the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable and responded well to medicines.